Event description:
The brake on the right is not working at all and the left only works intermittently. The part that hits the wheel is worn. User has only had the rollator since (B)(6). The dealer where it was purchased is no longer in business and no other dealer will repair it. His daughter mentioned that one time the rollator scooted out from under him and he fell, but no injury. Not the fault of the rollator. (B)(4) called back advised provided wrong model number and had date code and would call back.